Manufacturer narrative:
The complaint unit was received from the field for evaluation. Refer to evaluation # (B)(4) - the tubing was sent in with no handpeice. Tubing primed successfully with bypass tube. There were no problems found with the complaint unit. On (B)(6) 2014 the DHR for microtip lot 19713-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). No significant trend was observed. Console history (s/n (B)(4)) was reviewed during the months of (B)(4) 2013 and showed that there were (B)(4) reported complaints originating from this console. Not cutting - 4 error message - 1 vacuum test failed - 1 console (B)(4) was requested on (B)(4) 2013, but swas not returned for evaluation. Multiple emails were sent to this facility informing them of the number of failures reported from their facility and advising them to return the console for evaluation. The facility was informed that if there is an issue with the console, they may continue to see microtip unit failures.

Event description:
"Fluid path blocked" tried multiple things to clear the fluid path but unable to prime dr. (B)(6).